Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a safety syringe. The customer stated that they were unable to draw up medication for a pt that was having a seizure and as a result "911" had to be called sooner than normal because they were not able to administer medication to the pt. The customer also stated that the emts administrated ativan to the pt, then continued to the hospital where additional ativan was given. The pt was released same day and returned home and is stated as doing fine.